Manufacturer narrative:
Concomitant medical product: a3dr01 ipg implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited oversensing of noise and was confirmed by isometric testing. It was also reported that a high sensing integrity counter (sic) had been recorded. The ra lead remains in use. The rv lead was reprogrammed. No patient complications have been reported as a result of this event.